Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use. However, during the preparation, it was noted that the stent strut was destroyed inside the packing material. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use. However, during the preparation, it was noted that the stent strut was destroyed inside the packing material. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the distal end of the stent strut was broken before use.